Event description:
It was reported that at a six-week follow-up appointment post-implant, the physician observed that the battery longevity from this implantable device had decreased to two years remaining. At the most recent follow-up appointment, the battery longevity had decreased further to one and a half years remaining. Elevated right atrial (ra) threshold measurements were noted, as well as a low, but still in-range unipolar ra pacing impedance measurement (212 ohms). Boston scientific technical services (ts) was contacted, and it was discussed that the ra lead could have potentially dislodged or is exhibiting insulation damage. Device data was requested to fully analysis the device battery behavior, as the patient is not monitored remotely. In the meantime, x-ray imaging was recommended to assess the ra lead position. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported. It is currently unknown if the ra lead is a boston scientific product.

Event description:
It was reported that at a six-week follow-up appointment post-implant, the physician observed that the battery longevity from this implantable device had decreased to two years remaining. At the most recent follow-up appointment, the battery longevity had decreased further to one and a half years remaining. Elevated right atrial (ra) threshold measurements were noted, as well as a low, but still in-range unipolar ra pacing impedance measurement (212 ohms). Boston scientific technical services (ts) was contacted, and it was discussed that the ra lead could have potentially dislodged or is exhibiting insulation damage. Device data was requested to fully analysis the device battery behavior, as the patient is not monitored remotely. In the meantime, x-ray imaging was recommended to assess the ra lead position. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. It was noted that the previous atrial lead impedance was actually low and out-of-range (less than 200 ohms). The explanted pacemaker is expected to be returned for analysis. It is currently unknown if the ra lead is a boston scientific product.